Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and performed a full check out, and was unable to duplicate the reported display issue. Since the customer provided video evidence of the failure, the fse replaced the video board and the cable from the driver board. While the fse was viewing the logs he found electrial test fails code #50 and #51. Connections to motor control board and all wires to the compressor were checked, and the fse replaced the motor control board. He then completed full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications, and it was returned to the customer and cleared for clinical use.

Event description:
It was reported that before use on a patient, the cs300 intra-aortic balloon pump (iabp) had a monitor related issue. The screen was flickering/static, possible a connection electrical issue. The display was distorting the ECG and pressure wave form, and there was a line in the display. There was no patient involvement, and there was no adverse event reported.